Event description:
The bd nexiva closed IV catheter system (20 ga 1.25in 1.1 x 32 mm) leaks in the tubing between the IV catheter and the luer lock. This has occurred twice on (B)(6) 2012 with two different nurses while they were assessing an IV site. This incident occurred in (B)(6). All IV systems for this lot number were pulled from the (B)(6) supply closet.